Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post implant, an x-ray was performed to inspect the leads. Both leads were seen to have less slack than at implant, but the physician was only concerned with the atrial lead. There were no malfunction or electrical issues on either lead. The physician just wanted to be sure the leads would stay so he opted to replace the atrial lead. The patient is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.